Event description:
User received discrepant ft4 results for one pt sample. Initial result was 42.6 (no units of measure provided). Sample was repeated on another analyzer and gave 17.0 and 17.9 (no unit of measure given). Sample was then measured on the original analyzer and gave 40.3 and 40.2 (no units of measure given). If additional info is received, appropriate notification will be provided.